Event description:
It was reported lemaitre valvulotome had resistance when inserted and ready to deploy during fem-tib bypass procedure resulting in tear of vein. The surgery was prolonged for 5 hours and patient had extended stay in hospital. A second valvulotome was used to resolve the issue.

Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When the green handle was pulled to close the blades into its retainer slot one of the blades was protruding out of the retainer slot and didn't seat properly on the slot. No damage to the blade was found. We observed that the blades were inclined outwards, preventing them from properly inserting into its retainer slot. CAPA 2022-025 was previously initiated to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.